Manufacturer narrative:
:Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the obturator, valve seal and doors appeared intact. The dissector balloon was broken. The inflation bulb was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, occurred during a laparoscopic right inguinal hernia repair procedure. The first device would not inflate. A second device was opened, but burst upon insertion. A third device was opened and used successfully. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic right inguinal hernia repair procedure the device was able to be opened and inflated, but burst upon insertion. There was no harm to the patient.